Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported that patient was experiencing ineffective therapy and also needed an MRI. Surgical intervention took place where the entire system was explanted.